Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2022-14552. It was reported patient experienced ineffective therapy on the left side. As a result, surgical intervention was undertaken wherein one lead was explanted and replaced. Effective therapy was restored post operatively. It¿s unknown which lead was replaced, and both are being reported.

Manufacturer narrative:
Corrected data: d6a: date of implant.